Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, it was noted that there was a crusty residue on the balloon that residue would not allow the balloon to unwrap during inflation. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Block h6: device code a180104 captures the reportable event of foreign material present in the device. Block h10: investigation results a visual examination of the returned complaint device found that the balloon and the catheter of the device had no damages and no foreign material was found, which does not confirm the reported event. Functional evaluation was performed and the balloon was inflated without problem. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, it was noted that there was a crusty residue on the balloon that residue would not allow the balloon to unwrap during inflation. The procedure was completed with another cre fixed wire dilation balloon. There were no patient complications reported as a result of this event